Manufacturer narrative:
This report is being submitted to report corrected information. The event date was previously reported as unknown in the initial medwatch submission. The event date has now been corrected. The following sections are being reported: b3: date of event h2: if follow-up, what type h10: additional narratives/data if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #5 (universal) was removed due to infection & bone loss. Patient reported tenderness and palpation #4 #5. Cone beam CT taken and #5 has osteolytic changes around implant # 5 and bone graft around #5. Radiolucency around 4.5. Patient had debridement and implant #5 removed.